Event description:
Reportedly, the patient felt several shocks. A re-intervention was performed the subject lead was abandoned.

Event description:
Reportedly, the patient felt several shocks. A re-intervention was performed the subject lead was abandoned.